Event description:
It was reported to boston scientific corp that during an anterior pelvic floor repair procedure using an uphold vaginal support system, the needle would not load into the capio head. The physician then tried to engage the device outside the pt and the capio carrier would not retract back into the capio head. The procedure was completed with a stand-alone capio open access sutures capturing device without any complications to the pt, who is reportedly doing "well" post-procedure.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event. (B)(4).